Event description:
Revision surgery - the surgeon noted that the original poly insert was showing to be worn and decided to perform a prophylactic poly swap that had more thickness.

Manufacturer narrative:
The reason for this revision surgery was to replace a worn implant with a poly swap that has more thickness after 8.3 years of normal patient use. No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). Information was not provided that definitively identified the root cause or type of wear. No other conditions relating to this event could be determined with confidence. There is no reported information that indicates a material, design, or manufacturing problem with this product.